Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the surgeon implanted lens with the system data but there was an error in the data and surgeon needed to remove the lens and placed another in the left eye of the patient during cataract surgery.

Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record. The company representative performed an on-site assessment, then found the system failing verification measurement and the plastic lens missing from cover. To resolve the issue, the company representative replaced the nonconforming system then completed depth of focus, camera centration, and reticle alignment. The system was then found the system to meet company specifications per service test procedure. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.